Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long or placing the implant too deep.

Event description:
The patient is osteoporotic and had previous motor vehicle accident trauma. The patient had right side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient complained of radicular pain after the procedure. The most cranial positioned implant had likely breached the neuroforamen. In (B)(6) 2018, the surgeon performed a revision procedure where he removed the cranial positioned implant. No other preexisting implants were adjusted or removed. The patient has continuing pain complaints after the revision procedure.